Event description:
It was reported that the patient's anchors were left in the patient from the patient's previous explant. Surgical intervention was undertaken on (B)(6) 2025 in which they were removed.

Manufacturer narrative:
B3: event date is estimated. It was reported to abbott during an implant procedure; it was discovered two silicone butterfly anchors were still implanted. They may have been left from the explant. The anchors were removed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.